Manufacturer narrative:
(B)(4). The stent remains in the patient. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device: issue: none. Adverse event: device used after expiration. Time of adverse event: during the procedure. It was reported that during the hospital audit completed at the beginning of march 2010 that a xience v device was implanted in a patient on (B)(6) 2009; however, the audit noted that the device used had expired on 3/2/2009. There was no reported adverse patient sequela. No additional information was provided.